Event description:
It was reported the cylindrical cuff leak. The event timing was before surgery. There was no harm to delay. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
There was no additional event information.

Manufacturer narrative:
Functional testing confirmed there was a leak in the cuff. A bubble determined the leak was along the inseam of the cuff. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Event description:
No additional information is available regarding the incident.